Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the opto cal test triggered indicating fault on the reported event. The mtm was then installed onto a patient fixture test platform (pftp) where opto cal was found to be failing on the gimbal handel. Embedded serializer master handle (esmh) was found to be the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clinical sales representative (csr) called in to report an issue with the matching grips. The caller stated when the surgeon swapped from one universal surgical manipulator (usm) arm to another (arm1 and arm2). There was a lag between when he swapped and when the matching grip condition was achieved. The caller stated there were no faults or system messages. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related issues. The caller stated the issue seemed to become better after they reseated the instrument in the usm arm 1. The tse verified if the surgeon was going from an open jaw to a closed jaw, and the caller stated yes. The tse explained there would be a slight delay due to the difference in jaw position and recommended a hard power cycle of the system when possible. The caller would like the system checked out and ended the call. The clinical sales representative (csr) also called in to report the issue was continuing but very intermittent. The tse explained about the wrist positions possibly being different that could be causing the lag, but the caller stated the wrist positioned were very similar. The tse then advised to swap the surgeon side console (ssc) with another console to check if there was any change to the issue when possible. The procedure was completing as planned. It is unknown at this time if the procedure was completed using the same system.